Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is fractured distal to uv glue zone at the bevel section; the glass cap is fractured at the uv glue zone; the fiber/glass cap distal part is detached and not returned; the proximal part of the fiberglass cap at the uv glue zone is blackened; the distal end of the shrink tubing is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, ¿upon initiation of fiber, was ineffective/defective¿ at 0 joules of use and 0 minutes. Additional information was not reported. Patient outcome: there was ¿no injury¿ reported.